Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6 hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, when the physician attempted to remove the catheter, it would not pass through the guide. After removing the guidewire and opticross, it was discovered that the opticross was stuck on the wire. The procedure was completed with another of the same device. There was no patient complications reported.